Event description:
Reporter alleged obtaining discrepant blood glucose results of 207 mg/dl on her advantage system compared to the doctor's measurement of 101 mg/dl when testing was performed one minute apart during a routine appointment. No actions were reported taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.